Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon tried to put the 5mm trocar in the abdomen and the trocar would not stay armed. They had to open an additional trocar to finish the case. There was no consequence to the pt.